Manufacturer narrative:
4285 lead implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing fatigue. It was noted that there was high impedances, loss of capture and a suspected fracture on the right atrial (ra) lead. The ra lead was reprogrammed. No further patient complications have been reported as a result of this event.